Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, the first clip applier was not able to be used on the patient because the surgeon saw that the tips were broken, the second clip applier was opened, and the broken tip fell into the patient's cavity and was retrieved by hand. A new device was used to complete the case. No injury.